Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was doing well.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. No patient symptoms were reported.